Manufacturer narrative:
(B)(4). The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case, stained keypad overlay, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis or high blood glucoses.

Event description:
The customer reported via phone call that they dispatched through emergency medical services and was hospitalized for diabetic ketoacidosis and peritonitis on (B)(6) 2022. The customer¿s current blood glucose value was 155 mg/dl. The customer was unconscious. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. Customer stated that the insulin pump was not functioning. No further patient complications were reported. The insulin pump will be returned for analysis.

Event description:
It was reported that on (B)(6) 2022, customer called was hospitalized and stated that the insulin pump was not functioning. Customer was hospitalized with hyperglycemia, peritonitis, loss of consciousness and diabetic ketoacidosis on (B)(6) , 2022 via ambulance and then airlift transfer to another hospital. Emergency medical services treated the customer by syringe for symptoms of weakness, lethargy and incoherency. Sensor was off for 56 hours prior to event from (B)(6) 2022 to (B)(6) 2022. Customer stated that they were not able to connect her sensor because it was not coherent. No blood glucose or sensor glucose taken at time of event. Customer did test for ketones but does not recall results. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect impact code code has been updated and provided with this report in section h6. Health effect clinical code code has been updated and provided with this report in section h6.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Health effect ¿ clinical code has been updated and provided with this report in section h6.

Event description:
Customer stated that they were really weak and lethargic and couldn't connect sensor because they weren't coherent. Insulin pump was returned for analysis.